Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using alaris pump module smartsite infusion set a part of the device broke. The following information was provided by the initial reporter: mat# 2420-0500. Lot number: unknown. It was reported by customer that the male end of the infusion set snapped and remain stuck inside the proximal port of the central venous catheter. Verbatim: isd- writer was disconnecting alaris pump infusion set from an arrow multi lumen central venous catheter inserted into the patient's right femoral vein, and the male end of the infusion set snapped and remain stuck inside the proximal port of the central venous catheter. Charge rn and medical team was made aware of this occurrence, and medical team attempted to remove the stuck portion of the infusion set under sterile technique. Unable to successfully remove the lodged end.

Event description:
It was reported while using alaris pump module smartsite infusion set a part of the device broke. The following information was provided by the initial reporter: mat# 2420-0500 lot number: unknown. It was reported by customer that the male end of the infusion set snapped and remain stuck inside the proximal port of the central venous catheter. Verbatim: isd- writer was disconnecting alaris pump infusion set from an arrow multi lumen central venous catheter inserted into the patient's right femoral vein, and the male end of the infusion set snapped and remain stuck inside the proximal port of the central venous catheter. Charge rn and medical team was made aware of this occurrence, and medical team attempted to remove the stuck portion of the infusion set under sterile technique. Unable to successfully remove the lodged end.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown.